Manufacturer narrative:
This report has been identified as b. Braun internal report number: (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in sweden: "overinfusion". According to the customer: "when did the failure occur: during therapy. Reason of complaint: infusion has gone in faster then it should".

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: h4 device manufacturer date. Overinfusion. General information: complaint: (B)(4). Information to the sample: model: infusomat space. Article number: 8713050. Serial number/batch: (B)(6). Software version: m030002. Hours of operation: 17882. Further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. No day of occurrence was indicated. The last infusion on (B)(6) 2024 was investigated. A space line was inserted and the infusion started with a volume of 130ml and a rate of 10,84 about 12 hours. After 10 hours and 30 minutes the upstream alarm occurred, two times and the infusion stopped. At this time, 111,8ml was infused. The line was extracted. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (46-02-528) on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. (B)(4). All measured values are within our specification. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.